Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, coronary artery flow was temporarily occluded due to a high implant position. The valve was snared above the coronaries. Subsequently, a second smaller 26mm transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.